Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: scrub tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath had become kinked which resulted in inability to advance the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after putting the bypass tube in the sheath, the physician was unable to advance the device. A 6 french pinnacle introducer sheath was used to start the case. There was no issue to the patient. Manual pressure was held. The procedure performed was a lower leg angiogram. There was no blood loss. The reported event did not result in patient injury or surgical intervention. Additional information was received on 26jul2024: the device did not have noticeable damage. There was no difficulty inserting into the patient. There was no stenosis or calcification present in the insertion site. A pre-deployment angiogram was performed. No equipment or other devices were used with the angio-seal. .